Event description:
It was reported that allegedly three limbs from an ivc filter were detached and found in the lungs and heart of the pt. This filter was placed three yrs and five months ago, due to a pulmonary embolism . Allegedly, the pt has had chest pains for awhile now and was concerned, so the pt saw a cardiologist for testing. One limb was found in the heart and one was in each lung, the rest of the filter is still in place. The filter currently remains implanted. The pt was sent home until the physician can decide the best plan of action. Intervention in the future likely, as pt is currently consulting with physicians for removal.

Manufacturer narrative:
The device history report could not be reviewed, as the lot number is unk. The filter remains implanted, so the sample was not returned. The result of the investigation is inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.